Event description:
The pt was deceased. The pump was not defective. The cause of the death and its relationship with the implanted pump was not reported. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (6): the pump was returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.